Event description:
During a transfemoral tavr, the initial perclose was too tight, and the site was not opened well. In order to proceed with the case, the surgeon made a bigger hole in the skin and the case was able to be completed successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).